Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 300 to 400mg/dl. The customer treated with insulin. Customer indicated that they have changed out their infusion sets 3 times due to scar tissue. Customer declined high blood glucose troubleshooting. Customer was advised that the infusion sets would be replaced and to return the product for analysis.